Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed supplies to address occlusion alarms, but occlusion alarms reoccurred. Customer thought the site was affected; however the cause for the occlusion could not be determined as the customer changed supplies again after system check with tandem technical support to address the issue. Customer¿s blood glucose level was 284 mg/dl.